Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician initially predilated the mid circumflex (cx) artery with a 2.5x15mm maverick balloon to 6 atms for 10 seconds. A taxus express2 3.0x16mm drug eluting stent was then placed in the proximal cx. The stent was deployed at 14 atms for 15 seconds. This stent was placed overlapping a stent that had been placed prior to this procedure. The balloon was then deflated and looked good angiographically, but would not remove. At this point the physician removed the entire system as a unit. No patient injuries or complications were reported.